Event description:
It was further reported that during the index procedure the patient experienced chest pain. An electrocardiograph (ECG) indicated nonspecific t wave abnormality, and an event of myocardial infarction (mi) was reported. The cardiac enzymes were elevated consistent with protocol definition of mi. The elevated cardiac enzymes and significant changes in the ECG were associated with side branch occlusion of the diagonal following the placement of the study stent.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported that there was on long lesion 30 x 3.00mm, but now it is reported that there were two de novo lesions, each 30 x 3.0mm. It was further reported that a post deployment electrocardiogram (ECG) revealed possible later infract and that the side branch occlusion was relatively small with the timi flow 1 to 2. Patient symptoms rapidly dissipated and the event was considered resolved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2013-03651. It was reported that following stent deployment, angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The 80% stenosed, 30 x 3.0mm target lesion was located in the proximal left anterior descending artery (lad) extending to the mid lad. The target lesion was treated with direct stent placement of two promus element plus stents, a 2.50 x 24 mm and a 2.50 x 24 mm. Following post dilatation, residual stenosis was 0%. After stent deployment, the patient experienced post infraction angina. Angiography without revascularization was performed and medication was administered. The event was considered as not recovered and the patient was discharged on aspirin and prasugrel.